Manufacturer narrative:
Device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition with scratched screen. Event history log review was performed and found no evidence of reported problem. Investigation found the device issues with the piezo being distorted which caused the reported issue. Investigator's replaced the pump piezo to correct the reported problem. The problem source of the reported problem is unknown.

Manufacturer narrative:
Other, other text: device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition with scratched screen. Event history log review was performed and found no evidence of reported problem. Investigation found the device issues with the piezo being distorted which caused the reported issue. Investigator's replaced the pump piezo to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
It was reported that smiths medical cadd legacy pump had a volume alarm low - speaker issue. No patient involvement.